Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
It was reported via a customer survey that a peritoneal dialysis (pd) patient experienced peritonitis or a catheter infection. Upon follow-up, the patient¿s pd nurse stated that the patient had a pd culture obtained which grew the bacteria klebsiella oxytoca. Subsequently, on (B)(6) 2021, the patient was admitted to the hospital for peritonitis. During hospitalization, the patient underwent removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis. Additionally, the patient was also treated with unknown antibiotics. On (B)(6) 2021, the patient was discharged from the hospital and has reportedly recovered from the event. The patient¿s nurse confirmed the peritonitis was not related to any issues with fresenius device or product. The nurse attributed the peritonitis to contamination/breach in aseptic technique during the pd exchange.

Manufacturer narrative:
Correction: a2 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported via a customer survey that a peritoneal dialysis (pd) patient experienced peritonitis or a catheter infection. Upon follow-up, the patient¿s pd nurse stated that the patient had a pd culture obtained which grew the bacteria klebsiella oxytoca. Subsequently, on (B)(6) 2021, the patient was admitted to the hospital for peritonitis. During hospitalization, the patient underwent removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis. Additionally, the patient was also treated with unknown antibiotics. On (B)(6) 2021, the patient was discharged from the hospital and has reportedly recovered from the event. The patient¿s nurse confirmed the peritonitis was not related to any issues with fresenius device or product. The nurse attributed the peritonitis to contamination/breach in aseptic technique during the pd exchange.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture yielded growth of the organism klebsiella oxytoca which is an organism that is often linked to peritonitis caused by touch contamination. Therefore, the patient¿s peritonitis can be reasonably attributed to touch contamination/breach in aseptic technique during the pd exchange, as reported by the patient¿s nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported via a customer survey that a peritoneal dialysis (pd) patient experienced peritonitis or a catheter infection. Upon follow-up, the patient¿s pd nurse stated that the patient had a pd culture obtained which grew the bacteria klebsiella oxytoca. Subsequently, on 2/sep/2021, the patient was admitted to the hospital for peritonitis. During hospitalization, the patient underwent removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis. Additionally, the patient was also treated with unknown antibiotics. On 9/sep/2021, the patient was discharged from the hospital and has reportedly recovered from the event. The patient¿s nurse confirmed the peritonitis was not related to any issues with fresenius device or product. The nurse attributed the peritonitis to contamination/breach in aseptic technique during the pd exchange.